Event description:
It was reported that after a surgical procedure, the patient presented with burns in the shoulder blade skin. Despite several attempts to get more information regarding the burns and the patient condition, no response has been received from reporter.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is inadvertently allowing saline to flow out from the suction barb on to the patient, insufficient suction pressure, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used

Manufacturer narrative:
It was reported that a few days after a shoulder arthroscopy procedure, the patient presented with burns in the shoulder blade skin. Patient was referred to the dermatologist. No further information was obtained from reporter.

Event description:
It was reported that a few days after a shoulder arthroscopy procedure, the patient presented with burns in the shoulder blade skin. Patient was referred to the dermatologist. No further information was obtained from reporter.